Manufacturer narrative:
The customer contact indicated the device was discarded. Investigation is not complete. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number. The domestic list number has a common device name of 80frn and has a 510k of k982159. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a crack in the semi-rigid adapter of the secondary port; subsequently, a leak was noted. The tubing set was being used to deliver an unspecified volume of normal saline, at an unspecified rate, via a plum pump. At an unspecified time, the customer contact reported that the male adapter of an unspecified syringe was connected to the clave secondary port on the cassette of the tubing set for a piggyback delivery of unspecified concentration of dexamethasone. The customer contact reported after the male adapter of the syringe was connected to the secondary clave port on the cassette of the tubing set, a crack was noted in the semi-rigid adapter of the secondary port on the cassette of the tubing set and an unspecified volume of solution leaked. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.